Event description:
It was reported that the patient fell asleep while on battery power. When the patient woke up, they went to connect their device to wall power, and they noticed that their batteries had died. The patient stated there was no alarm that went off to inform them that the batteries were out of charge. The log file alarm history was checked, and a no external power alarm was seen. A self-test of the system controller was performed twice, but nothing happened. There was no alarm sound or light from the indicator on the system controller. The patient was brought to the emergency department for a system controller exchange. The self-test was performed again once the patient was hooked up to wall power and the test worked successfully. The system controller was exchanged without issue. A review of the log files showed there were low voltage advisory events while the patient was on battery power on (B)(6) 2024 at 10:10 am, the alarms then progressed the low voltage hazard alarms at 11:00 am until the batteries were fully depleted. At 11:08 the emergency backup battery (ebb) kicked in and powered the device until battery power was restored at 1:24 pm. It was also noted that the log files showed a few backup battery faults had occurred during this time, but they resolved on their own. The pump function was not interrupted during the event. The log files did not show any failed self-tests.

Manufacturer narrative:
Section d1: corrected. Section d4, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported events of no external power and backup battery fault alarms were confirmed via the provided log file; however, the reported events of the controller not properly alarming and being unable to perform a self-test on battery power were not confirmed. The provided log file contained data spanning approximately 1 day (B)(6) 2024 per timestamp), and the pump operated at intended speeds while connected to the driveline. On (B)(6) 2024 at the beginning of the log file, the patient was observed to be connected to batteries without a full charge. Approximately 11 hours later, a low voltage advisory alarm became active due to extended use of the batteries on (B)(6) 2024. This alarm transitioned into a low voltage hazard alarm approximately 1 hour later, then into a no external power alarm approximately 8 minutes later once both batteries had fully depleted. The backup battery operated the system at this time. While this alarm was active, a backup battery fault alarm was also observed on (B)(6) 2024 which correlated to a transient fault flag persisting for 3 seconds. The patient connected to fully charged batteries on (B)(6) 2024 approximately 2 hours after the no external power alarm¿s activation, resolving all alarms. No other notable events were observed. The system controller (serial number (B)(6) ) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The controller was exchanged without issue, and the controller was stated to alarm and light up properly only when connected to wall power. The root causes of the backup battery fault alarm, the controller not properly alarming, and the reported self-test issues, were unable to be conclusively determined. Backup battery fault alarms without a known root cause are being addressed via a corrective action. The root cause of the no external power alarm was reported to have been the patient sleeping on battery power which allowed the batteries to fully deplete. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. The heartmate 3 patient handbook instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day. The heartmate 3 patient handbook instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low voltage, no external power, and backup battery fault conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.